Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that high impedance values were identified on reports received on (B)(4) 2018, and that device interrogations completed on (B)(4) 2018 and (B)(4) 2018 showed impedances were oor at 3v for electrodes 13, 14, and 15. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that contact 11 had an out of range impedance greater than 40000 at 3.0v. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported uncomfortable stimulation in the right low and right lower extremity. It was noted the patient was reprogrammed and the issue was resolved on (B)(6). It was noted the event was not related to the neurostimulator, device extension, leads, recharger, external device, and was probably related to the stimulation therapy. Additional information from the hcp reported via a manufacture representative (rep) reported a shocking sensation on (B)(6) 2018. It was noted the patient had shocking sensation with postural changes. The rep noted there was no environmental, external, or patient factors that may have led or contributed to the issue. The rep noted there was an impedance check of group and electrodes done. The rep noted they reprogrammed to a lower amplitude and the issue was resolved. The patient was listed as alive with no injury at the time of the event. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) via a manufacture representative (rep) reported there was no further information regarding the cause of the high impedances that were out of range. The hcp noted there was no further information regarding the action/interventions taken to resolve the high impedances that were out of range. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that high impedance values were identified using a weekly impedance report for device interrogation reports. It was noted that electrodes 11, 13, 14, and 15 had impedance values greater than 4000 at 3v. No further complications were reported/anticipated.